Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients is male/55 years of age. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "maintaining accurate long-term sensing ability despite significant size reduction of implantable cardiac monitors". Pace. 10.111/pace.12977.

Event description:
A journal article was reviewed which contained information regarding implantable cardiac monitors (icm). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The study reports that an icm was implanted in a low and horizontal manner that resulted in impaired sensing quality and there was repeated undersensing due to suboptimal positioning. In addition, pain at the insertion site two weeks post-implantation with prolonged wound closure, minimal dragging pain after implantation for a few hours, and minimal to moderate sustained paresthesia were reported. The study also reported several episodes that were declared as atrial tachycardia which were later found to be atrial fibrillation episodes. The status/location of the icm is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.